Manufacturer narrative:
Method - device not returned. No evaluation will be performed. Conclusions - no conclusion can be drawn.

Event description:
On (B)(6) 2010, a patient contacted our (B)(4) affiliate reported developing an infection while wearing 1-day acuvue trueye contact lenses (narafilcon a). Narafilcon a lenses are not marketed in the us. The patient was contacted on (B)(4) 2010 for additional information. The patient experienced stinging while wearing 1-day acuvue trueye cl. On (B)(6) 2010, the patient had a dull pain in the left eye (os) with superior conjunctival redness and a "white dot on the os iris. The patient saw an ecp at (B)(4) eye clinic and was prescribed cravit eye drops for 2 days. The redness did not resolve and on (B)(6) 2010, the patient saw an ecp at (B)(4) eye clinic and was diagnosed with a corneal infiltrate. The patient said he/she was told "the patient got germ into os." The patient's blood was drawn and corneal tissue was sent for culture. The patient was told the culture results may not be accurate as the patient had used cravit eye drops for 2 days. The patient received treatment at the clinic; the patient could provide no details regarding the nature of the treatment. The patient said he/she currently has os corneal opacity. The patient was wearing an eye patch at the time the patient provided this information and the patient was instructed not to wear cls for 2 to 3 weeks. The patient was continuing to receive treatment at the time we received this information. The patient would not provide authorization for our (B)(4) affiliate to contact the treating ecp for medical information, until the treatment is complete and until evaluation of the lens is complete. The patient left the lens in question at an ecp's office, that lens may have been discarded. The patient said he/she would return sealed lenses for evaluation. That product has not been returned for evaluation at this time. If additional information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.